Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
When the surgeon attempted to pry off the tibial insert with an osteotome, the whole tibial tray and insert slid off of the stem anteriorly and was disconnected at the tibial bushing's dovetail junction. The surgeon stated that the screw that locked the bushing to the baseplate was broken.